Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed intermittent loss of capture on the left ventricular lead. During lead revision, it was noted that the lead was dislodged into the superior vena cava. The lead was explanted and replaced on (B)(6) 2015. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).